Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of lo. Pt reduced the insulin dosages. Pt did not take insulin for one day prior to this event. Pt felt sick and could not keep food or anything down. Pt went to the hospital where pt's blood glucose was tested at 1050mg/dl. Pt was admitted and given insulin.